Event description:
It was reported that a technician trained in the use of the of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, resistance was felt while advancing the thumb advancer. The device was removed using the safety release mechanism. After the device was removed from the body, the clip was intentionally fired. Hemostasis was achieved using manual compression. There was no adverse patient effect reported. Though requested, no additional information was provided.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. During internal examination the vessel locator wings were examined and found collapsed and normal for a deployed device. The external components were in the correct post deployed positions with the exception of the exchange sheath and clip. The exchange sheath was completely slit but had been stretched beyond the distal end of the tube set during thumb advancement capturing the clip during deployment. The bulbous shape of the distal tip of the sheath and the torn portion of sheath material indicates it was stretched beyond the distal end of the exchange sheath during thumb advancement. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tube set sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tube set as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. Based on the investigation findings, the root cause for the resistance encounter during thumb advancement could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4).